Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: during conversation with surgeon he commented that the events reported were more his observation and not specifically a device issue. The blood clot would form on the j-j anastomosis and the patient would develop a bowel obstruction a few days later. He has not seen this issue in any roux en y procedure previously while using reloads prior to the gripping surface technology. No staple formation issues were observed during any of the procedures as well as the reoperations. White reloads were utilized with the triple staple technique used. The surgeon stated that he always waits 15 seconds prior to firing and uses the same technique is all cases.

Event description:
It was reported that during a gastric bypass procedure when creating the pouch it was stapled vertically. Approximately 3 to 5 days post op the patient developed a blood clot and was re-operated on. It is unknown how the clot was diagnosed or what was done to treat the clot. No other information was available at the time of the call.